Manufacturer narrative:
G2: foreign country - japan continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during the surgery, it was confirmed that water ingress occurred in the consumable connection port of the electromagnetic navigation interface unit (aixem) interface, rendering ports 4 and 5 unusable. Delay information was not provided. It was unknown if there was an impact to the patient.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient impact.

Manufacturer narrative:
H3: analysis was performed for product: 9660651, lot number: 0200055563. It was reported that ports four and five showed signs of damage, as reported. However, the unit functioned as intended on all ports. Codes b01, c07 and d02 are applicable to this analysis. G04027 was also added for the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a procedure, but the product was not used on the patient.